Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg flipped in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.